Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified although intermittent. Replaced generator control pcb and subsequently the display adapter pcb along with general updates. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6800 would not boot up completely on the first several attempts of the day. There was no adverse patient involvement reported.